Event description:
It was reported that during preliminary surgery preparation for a total hip replacement procedure, the pt's x-ray exhibited a small foreign metal object located near the hip. The doctor alleges that it looks like the tip of an arthrocare super multivac wand, however, no info was provided regarding any past surgeries involving any arthrocare devices, that could have resulted in debris being left inside the pt. The pt has not had any complaints of pain or any symptoms that might be associated with debris being left in the body, and the only evidence of any foreign object in the body is this x-ray image. Upon review of all complaints for this hospital, we were unable to find any previously reported events involving tip detachments of arthrocare wands. The surgeon plans to retrieve the foreign object during the previously scheduled hip replacement procedure, and will send the object to arthrocare for further investigation.